Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, noise and oversensing was noted on the non-boston scientific ra and right ventricular (rv) leads. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, noise and oversensing was noted on the non-boston scientific ra and right ventricular (rv) leads. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient implanted with this pacemaker presented to the clinic for routine follow up. The patient reported experiencing pectoral muscle twitching. Review in clinic found the twitching was a result of pacing in unipolar configuration. The physician contacted technical services (ts) and inquired how to reduce atrial pacing. Ts discussed potential programming options. The physician reprogrammed the device to vdd 45 and the pectoral muscle twitching ceased. The physician was considering an ra lead revision at the time of routine device replacement. No procedures have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Device placed in (B)(6). Investigation summary: with the available information, boston scientific determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: intermittent changes in pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, noise and oversensing was noted on the non-boston scientific ra and right ventricular (rv) leads. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient implanted with this pacemaker presented to the clinic for routine follow up. The patient reported experiencing pectoral muscle twitching. Review in clinic found the twitching was a result of pacing in unipolar configuration. The physician contacted technical services (ts) and inquired how to reduce atrial pacing. Ts discussed potential programming options. The physician reprogrammed the device to vdd 45 and the pectoral muscle twitching ceased. The physician was considering an ra lead revision at the time of routine device replacement. No procedures have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.